Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead was disabled. During extraction of rv lead, the right atrial (ra) lead was dislodged. Ra and rv leads were explanted and replaced with new leads. Patient condition was stable.

Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.